Event description:
During a gastric bypass procedure, the handpiece malfunctioned. Generator tested okay, but hand piece did not work. Disassembled hand piece and reassembled multiple times but problem persisted. Introduced new hand piece and it worked fine. There was no reported pt consequence and 1 device is being returned.